Manufacturer narrative:
(B)(4).

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after a percutaneous transluminal angioplasty procedure. Reportedly, a cuff miss occurred. The method of achieving hemostasis was not specified. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The link had been detached from the swage end of the posterior cuff. There were no other abnormal observations noted to the smc system. The observed link detachment would appear similar to a needle to cuff miss/suture retrieval issue therefore the reported complaint is confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.